Event description:
During a ge healthcare investigation of a report of that screen saved images from the mr system are attaching to the incorrect pt on the pacs system (MDR 2183553-2011-00005), it was determined that the issue could occur in the 3.0t signa infinity twinspeed with excite mr system. The screen save is attached to the correct exam on the mr system however on pacs the screen save may attach to a different pt/exam. There is a potential for a misdiagnosis or mistreatment if the screen shot with the incorrect pt name and pt history is attached to the wrong study. There has not been a reported pt injury related to this issue. Ge healthcare's investigation into the reported occurrence is ongoing. A f/u report will be submitted when the investigation has been completed.

Manufacturer narrative:
This malfunction was not reported for a specific system but it was identified during a ge healthcare (gehc) investigation so device serial number is not applicable (n/a). Initial reporter info is not applicable as this was reported during a ge healthcare (gehc) investigation. This malfunction was not reported for a specific system but it was identified during a ge healthcare (gehc) investigation so device mfg date is not applicable (n/a).